Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the emergency room (ER) by ambulance and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose (bg) values reached over 400 mg/dl. The ketones were 4.9 and the patient was vomiting with a headache. For treatment, the patient was put on intravenous (IV) fluids, sodium chlorite and medication for nausea. The pod was worn between 4 and 24 hours on hips/buttocks. The pod was discarded and the patient was discharged after 6 hours.